Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/10/2020 additional information: d9 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 1/4/2021 investigation summary ¿two pouches of surgicel product, (product code w1912), batch 3935639, with tyvek wrappers and orc inside were received for evaluation. The product was decontaminated and well. The received device was opened and manipulated the pouches are not in the original sealed box. The box was completely opened, the flaps had been taken off. A piece of transparent tape was visible on the box. There was a yellow sticker on the backside of one pouch with product description, product code, bar code and batch number. This label is probably added by customer/affiliate as it is not used at neuchâtel site. On the backside of the other pouch a transparent sticker was visible as well. One of the tyvek was dirty and some foreign matter (hairs) were visible in the internal part of both tyveks wrappers. The defect on device seen during the product evaluation is aligned with the defect described in the event description ("hair found on surgicel inside sterile packaging when hcp opened the sterile pack"). Therefore, the complaint is confirmed. The defect is linked to a manufacturing issue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please confirm the number of products involved in the event and how many to be returned? 2 devices were involved and returned. If 2 products were involved, was the lot number the same? If no, please provide lot number of the second device. Yes, the lot number is the same. Were any of the damaged devices used on the patient? The device was not used on patient. Were there any patient consequences? No, the device was not used on patient. Device return status? The sample is in transit. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and absorbable hemostat was used. When the health care professional opened the sterile pack a hair was found on the inside sterile packaging. No adverse patient consequences were reported. Additional information was requested.